Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported core break was confirmed as a polymer break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly calcified, mildly tortuous superficial femoral artery (sfa). There was no resistance during advancement. When the ht command 18 guide wire was pulled back without resistance, it was noted that the coils had separated from the core of the wire but remained on the wire. Nothing was left in the patient as the device was removed all in one piece. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.